Manufacturer narrative:
The returned device was examined. The tip was not bent as reported; it had fractured off the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the driver tip was bent during surgery. There was no patient injury of surgical delay associated with this event. However, the examination of the returned driver found that the driver tip had fractured off.